Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal footplate did not deploy, therefore manual pressure was applied. The patient remained stable. There was no blood loss. A pre-deployment angiogram was performed. A 6fr procedure sheath size was used. The physician confirmed that everything was fine with access sheath, guidewire, or catheter insertion. The physician stated he did everything right, however it did not deploy. Per the staff the common femoral artery (cfa) was visibly calcified on fluoro. Initially they thought the footplate had detached, however, the sample still had the footplate attached and locked against back-bevel of delivery sheath. The procedure for the patient prior to the use of the angio-seal device was a renal artery angioplasty.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was deployed from the distal tip. Functional testing was performed pulling on the anchor to test for deployment of the internal components. No issues were noted during testing and the device was able to deploy without issue. The angio-seal device was returned for evaluation. The sheath and carrier tube were returned fully mated and in rear lock position. The anchor was deployed from the distal tip and during functional testing, all internal components were able to be deployed. Based on the available information and evaluation of the device the complaint can be confirmed for a partial deployment device pullout. The exact root cause cannot be determined. The device may have been deployed outside the artery resulting in a partial deployment pullout. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).